Event description:
Rn noted questionable drop in fluid level, placed tape on buretrol. Subsequently noted drip chamber filled to top. Pt's blood sugar dropped from 120 to 65 without other obvious cause. Fluid: hyperalimentation at 2.7 ml/hr. Line: peripherally inserted central catheter.